Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Company representative reported via phone call that the customer had a severe high blood glucose that resulted in a stroke and was hospitalized. Customer's blood glucose was unknown. Customer was wearing the device at time of incident. Customer will not be returning the device for analysis.